Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a procedure performed four days prior (patient age, gender and weight are unknown). According to the complainant, within 24 hours of placement, the balloon ruptured. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
After inflating the balloon with water and manually applying pressure to the balloon, it was found that the balloon fill valve leaked at a very slow rate. It is possible that the balloon fill valve was defective prior to assembly. The device manufacture date and expiration date are unknown.